Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the tacker jammed and would not fire tacks. There were difficulties with loading the reload onto the handle, pressing the "push to reload" button and with navigating the lock and unlock button. Also, the tacks were unable to be fired normally from the device. They opened a new device in order to complete the case. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument timing was disrupted. The handle was actuated and the instrument cycled, however a reload cannot be loaded due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.